Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective therapy. System diagnostics revealed high impedances. Reprogramming was initially able to provide effective therapy. At a later date, the patient again experienced ineffective therapy which reprogramming was unable to resolve. The patient underwent surgical intervention wherein the lead was explanted and replaced with two leads. Effective therapy was established post operatively.